Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "failed downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection on high, medium and low settings with passing results. A review of the force sensor calibration values found them out of range which is a known contributor to this reported issue and therefore the reported condition was verified. The force sensor scale factor will be recalibrated to address this issue. A review of the service history record identified this device has prior service for this same reported issue. During prior service the issue was not confirmed and no component issue was identified as potential cause. All prior service actions were completed at that time. There is no indication that prior servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test in the biomed service department. There was no patient involvement. No additional information is available.